Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm vessel sealer extend instrument could not be opened intraoperatively. The user completed the procedure using a backup vessel sealer extend instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the procedure was completed with a backup instrument with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws had no tissues stuck on them. The instrument was already sent to isi for evaluation. The vessel sealer worked for 2 cycles, seal and cut and did not work after.

Event description:
Refer to h11 for follow-up information.